Event description:
It is reported that during surgery the branch broke in 2 pieces.

Manufacturer narrative:
Evaluation: as returned, the impactor fractured where the outer cylinder of the handle reduces to a half-cylinder. Stress concentrations likely caused the failure. A radius was added to minimize failures of this type. Device history records indicate all components were manufactured and inspected to specification.